Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a loose retaining pin which holds the ceramic rotor to the shaft of the wash valve. The rotor/shaft was out of place and was rubbing on the wash valve cap. Results: failure mode of the event is attributed to the out of position rotor/shaft.

Event description:
The customer reported obtaining "sample counts outside limits" errors while running patient samples on the access 2 immunoassay analyzer. The customer indicated that the majority of samples which were ran did not provide numerical results for multiple analytes and the results were flagged with sys and/or rlu flags. An sys flag indicates that a device error occurred during processing whereas an rlu flag indicates that the relative light units (rlus) were outside the acceptable luminometer measuring range. The customer provided data for seventeen (17) patient samples and fourteen (14) of the samples produced results with sys and/or rlu flags. There was no report of any change or affect to patient treatment in connection with this event. The customer then ran a system check which failed the washed mean rlu, washed coefficient of variation (% cv), wash efficiency, and the substrate:washed ratio portions. The customer proceeded to replace the aspirate probes and all parameters of the system check passed. However, quality control (qc) failed and additional errors occurred, which included wash valve pump motion error and additional sample counts outside limit errors.